Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with mixed mitral regurgitation(mr), thin leaflets and acute myeloid leukemia for a mitraclip procedure. One mitraclip was implanted. On unknown date, recurrent mr was observed. The patient returned symptomatic. On (B)(6) 2025, an additional mitral valve surgery was performed to stabilize the patient. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported mitral regurgitation. Based on available information, a cause for the reported mtiral regurgitation could not be conclusively determined.the reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures.the reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with mixed mitral regurgitation(mr), thin leaflets and acute myeloid leukemia for a mitraclip procedure. One mitraclip was implanted. On unknown date, recurrent mr was observed. The patient returned symptomatic. On (B)(6) 2025, an additional mitral valve surgery was performed to stabilize the patient. There was no clinically significant delay. No additional information was provided.